Event description:
The customer received a blood glucose reading of 154mg/dl on the contour usb meter, was re-tested on a hospital meter, and the reading was 347mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and new meter were sent to the customer.